Event description:
It was reported that the customer had an unspecified cartridge issue. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.